Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that, on an unknown date, a plum 360 device was found with the alternating current (ac) indicator not illuminated when the device was plugged into ac power. Biomed opened the case to replace the cpu pwa and power supply pwa and noticed a burnt smell and charring on the power supply, cpu, and ce pwa. There was no spark, smoke, heat, or burning. There was no patient involved and no harm.